Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia. H6: health effect - clinical code - 4581 appropriate code/ term not available ¿ hyperventilation. H6: health effect - clinical code - 4581 appropriate code/ term not available ¿ palpitations.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the parent reported that the patient's cgm displayed 395 mg/dl, and confirmatory fingerstick blood glucose (fsbg) showed 135 mg/dl. Parent stated that since patient's been using a betabionic ilet insulin pump, it's been administering insulin based on the high cgm value that caused the patient to be experienced, vomiting, diarrhea, hyperventilating, heart skipping a beat, shaky and sweating. The parent treated the patient by giving her glucose tablet/gummies (oral) and orange juice and afterwards she felt better. Although the fsbg was 135 mg/dl, the parent stated they administered the treatment due to hypoglycemia symptoms to prevent the patient¿s blood glucose levels from dropping lower. Parent removed the wearable because of this and the fsbg had risen to 151 mg/dl. At the time of the report, the patient was stabilized. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.